Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. The cause of the nozzle clogging was considered to be a foreign material stuck in the air/water supply pipeline. It was considered that the shards of rubber parts (cleaning tube, air supply button) used in the device and gauze lint were clogged. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 21, 2021, it was found that the nozzle was clogged with a foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.